Manufacturer narrative:
Due to character limitation, below field are added from e1: event site address: (B)(6). Event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had air leak in the iab loop. There was no patient harm.

Manufacturer narrative:
Updated fields: b3, b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: d10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported from the customer, that after multiple restarts the same error continued to appear. The device was switched and therapy continued. Per the fse the unit did not malfunction during subsequent use by the customer, who has decided against repairs. Should repairs be made in the future, the information will be updated.

Event description:
N/a.